Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during perfusion treatment, the device alarmed empty when there was still liquid in the reservoir. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.